Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 ureteral stent in open packaging. Package label states stent, push catheter, and pig tail straighter however only stent was received. Therefore, it is unknown the component was missing due to receiving the sample in open packaging. Although an exact root cause could not be determined a potential root cause could be incorrect operation. A DHR review did not show any problems or conditions that would have contributed to the reported event. The labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to insertion of the ureteral stent, the doctor opened the package and found that the propeller was missing (lack of component). Therefore, the device was not used, causing no impact on the patient. Per follow-up information received from ibc on 24aug2023, stated that the propeller meant the component that was used to push the stent to advance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to insertion of the ureteral stent, the doctor opened the package and found that the propeller was missing (lack of component). Therefore, the device was not used, causing no impact on the patient.